Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the returned packaging. Visual inspection showed that the stent was returned intact, but was deployed within the microcatheter. The stent introducer sheath and delivery wire were not returned. Functional inspection for the reported event of the stent difficult/unable to advance or pullback through catheter could not be performed as the stent was found deployed within the microcatheter. A patency mandrel was advanced through the microcatheter and the stent was pushed out. The friction was noted during the test. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event of the stent difficult/unable to advance or pullback through catheter could not be confirmed as the stent was returned deployed inside the microcatheter. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'moderately tortuous'. It was reported that big resistance was encountered when the stent was delivered in microcatheter. The operator tried to withdraw the stent but it got stuck in microcatheter. So the operator replaced the stent and the microcatheter. The stent was returned deployed inside the microcatheter. It is likely that the resistance encountered by the stent during advancement/retraction caused the stent delivery wire to slip through the stent. Once deployed in the complaints laboratory there was no damage noted to the stent. The as reported event of the stent difficult/unable to advance or pullback through catheter as well as the as analyzed event of stent friction and the stent deployed prematurely during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject stent was returned for analysis and it was discovered that the stent deployed prematurely in the microcatheter. There were no clinical consequences reported to the patient due to this event.